Event description:
The patient was revised because of excessive osteolysis with little noticeable wear on the liner.

Manufacturer narrative:
Examination of the returned liner confirms wear of the poly material. There is, however, nothing that appears excessive of note for the approximately six years of implantation. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported issues with the provided part and lot code since release for distribution. The investigation could not verify or identify any evidence of product error regarding the reported problem. Based onthe investigation, the need for corrective action is not indicated.